Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there are pause episodes collected from the implantable cardiac monitor and they are all from the first week after implant. There are some diminishing r-waves which are sometimes sensed and sometimes not. The patient did not have any symptom episodes collected. The device remains in use. No patient complications have been reported as a result of this event.